Event description:
It was reported that the customer's pump screen would not turn on, although the pump was beeping. There was no adverse impact to the customer's blood glucose level. The customer switched to multiple daily injections for insulin therapy.